Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrical surgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found the issue was confirmed using system logs, which recorded c-06, m-11, c-01, and c-33 errors. During testing, the erbe unit displayed error c-33 on startup, and internal logs also showed c-00 errors. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported while the system was being set up for a procedure the following monday, erbe error c-00 occurred. The intuitive tech support engineer (tse) had the caller hard power cycle the erbe and the error returned. The customer advised that the system would not be able to be used until the issue was resolved. There were no reports of patient involvement.